Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of cracked tubing was not confirmed. However the report of leaking was confirmed and replicated. Visual inspection observed no anomalies. During functional testing a leak was identified at the top of the stationary piece of the 2-piece male luer. While manipulating the tubing under magnified inspection, the tubing completely separated from the male luer components. The root cause of the leak and subsequent separation was determined to be an insufficient application of bonding solvent at the luer-to-tubing attachment site during manufacture of the set.